Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle fell off the suture while in the abdomen and was located. Another suture was used to resolve the issue. There was no patient injury.